Event description:
As reported by the nicu mgr: (B)(4). Braun burette set cracked. The IV fluids went all over the floor and we had to re-order fluids on a baby that really needed her fluids- the nurse caring for the baby slipped and fell because the floor was wet from mopping up the fluids. She had to go to the ER and complete an employee incident work up.

Manufacturer narrative:
Although a lot# was initially not reported, insert cards from returned samples indicated lot numbers #61092891 (exp date 1/31/2013), #(B)(4) (exp date 10/31/2010), and #(B)(4) (exp date 2/28/2013). This incident remains under investigation at this time. A f/u report will be provided upon conclusion of the investigation. All available info and samples are being sent to the supplier for further eval.